Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported occasional screen flickering during maintenance involving an olympus autoclavable camera head. There was no patient involvement reported.